Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure, the ventricular setscrew on the pulse generator could not be tightened. The device was explanted and replaced. The patient's condition was stable post procedure.